Manufacturer narrative:
Based on the claim against the product by the customer noting broken clamp, an investigation was completed to determine the cause of this reported event. Isi did receive fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigation replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of grips-tip broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.20" x 0.5 was found to be broken off the yaw pulley. The broken piece was not returned. The root cause attributed to mishandling/misuse. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument clamp was broken on one side. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.